Manufacturer narrative:
Visual and optical examination reveals approximately 6mm of tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat, brittle fracture surface and circular material flow, consistent with torsional overload. Additionally, approximately a half thread of the initial mas head interface thread is broken off; the direction of the fracture is consistent with tensile overload. The above findings are consistent with torsional overload to due the exceptional purchase of the ha coated screw, and resulting in the foregoing event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a surgery at l5-s1. While the surgeon was removing a pedicle screw, the tip sheared off of the screwdriver. The tip was removed from the patient. Although this event took place during surgery, no patient complications were reported.